Manufacturer narrative:
(B)(4).

Event description:
It was reported during the implantation procedure of a new system, poor threshold and p-wave measurements were noted. Lead repositioning attempts were not successful as the helix was demonstrating operation difficulty. The same result occurred while attempting rotation multiple times using a clip-on tool and flicking the connector. The lead was explanted and replaced. There were no adverse consequences to the patient.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.